Event description:
Patient was being monitored in critical care for heart rhythm disturbances. His nurse checked on him and went to care for another patient in another location. Some time later another nurse noted at hte central station monitor that this patient had a lethal arrhythmia. She immediately summonned assistance while heading for the patient's room. Resuscitation attempts were immediately started which were unsuccessful. The monitoring equipment is designed to activate an alarm when lethal arrhythmias are sensed. No one at the time of the incident heard a monitor alarm in the patient's room or at the central stationdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-91. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, computer software performance tests conducted, performance tests performed. Results of evaluation: design - inadequate. Conclusion: software/firmware contributed to event, user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations, user education provided, inserviced by manufacturer/distributor representative, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.